Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the rep reports they received a call from a healthcare provider regarding an issue patient is having with their ins. The caller reports the patient feels like the ins is getting hot to the touch and there is some redness, heat, and almost bruising to the skin when the patient is recharging the implanted neurostimulator. Agent reviewed the following troubleshooting steps with the caller: place a thin piece of fabric between the paddle and the skin, change the charging speed on the controller, consider replacing the recharger if this does not resolve the heating. Rep reports they will follow up with the patient. The cause of this was unknown. The rep indicated they would send any further information as they become aware.